Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a fall, and the ipg had reportedly 'come out of the pocket' after the incident. Diagnostic testing revealed impedance issues. As a result, surgical intervention was undertaken to explant and replace the ipg. The issue has resolved post-operatively. Concomitant devices are unknown at this time.